Event description:
The vent inop was suddenly carried out during use. Then, when it was made to start, it operated normally. [Power lost] occurred on the night of the previous day (around the 10:00). Ac adapter is not extracted. The symptom cannot be confirmed. There was no vent0 in an event. Since event trace was attached, please check. The power supply of a hosp is investigated. Hosp patient. There is no healthy damage.